Event description:
End user stated that when testing the radius by making tight turns in her tdxsp power chair, a yellow light came on and the chair went into drive lock out. Chair was donated to her 3 weeks ago.